Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping and or scrolling on their own noted. The device was received with cracked case at display window corners, reservoir tube lip, belt clip slot, and minor scratched and cracked display window.

Event description:
It was reported that the customer had low blood glucose levels 52 mg/dl. The customer ate breakfast to raise her blood glucose levels. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.